Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 370mg/dl, and he was treated with manual injections. The customer experienced excessive urination, nausea, and light headed. The caller stated that the doctor took him off the insulin pump for time being. The customer mentioned having bent cannulas and the infusion set were changed twice. The caller stated that the display window is scratched badly, and he had hard time to read the screen. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.